Event description:
It was reported that the 9900 system had a low milliamps error during a case. The procedure was completed with another system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.